Event description:
It was reported to philips that the cable of the wired foot switch was split, which can impact imaging. The device was in clinical use at the time of reported event. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnostic procedure. The procedure was completed as planned by tapping over the cable of the same wired footswitch. The philips field service engineer (fse) inspect the system onsite and confirmed that the external cable of the footswitch was expose. Upon troubleshooting actions, fse identified that the cause of the issue was wear and tear of the wired footswitch cable. The defective wired footswitch was returned for analysis, and it was concluded that the failure of the wired footswitch was due to the cable defect. Fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.